Manufacturer narrative:
Continuation of d10: product ID a820, serial/lot # unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported that the myptm app version was 2.0.1700. The reason for call was patient stated that the handset gets to 90% and 'it just shuts off and stops,' and then stated, 'it charges to 90% and then stops.' The patient clarified when they were trying to bolus, the handset screen was hanging at 90% before it went through. It was reported that last night it wouldn't go through at all and took a couple hours or more. When the agent inquired about the event date, the patient stated, 'it's been getting slower and slower like for the last 2-3 weeks but yesterday it was beyond slow,' and did not provide further information. The patient was already connected to the pump and had an expected 1 hour and 23-minute lockout with 4 boluses left today. The agent assisted the patient in clearing data. The patient would monitor and call back for assistance as needed.